Event description:
The clinician reports that the day the implant was placed in ada 11, failure occurred upon insertion. Primary stability not achieved and implant surface not completely covered with bone. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.